Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they can feel automatic tests being done every night with their implantable cardioverter defibrillator (ICD). The patient also noted that their clinic "thinks my ICD is in a constant alarm state" as well as "the ICD thinks it has a possible fracture of the lead" and that "the lead has to come out." The patient further reported that "they disabled the therapies in the ICD." Additionally, the patient stated they are "feeling weird things differently than I have done before." The ICD and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.